Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of 400 mg/dl. The customer's current blood glucose was 149 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin drip. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer had reported they received insulin flow block alarm. No further complications were reported. Troubleshooting was successfully performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.